Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd®-solis ambulatory infusion pump experienced air alarms. No reported patient injury.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The event history log did confirm that the reported incident occurred. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation; and therefore, root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: d2 brand name, e4 initial reporter sent report to FDA, and g5 510k.